Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 7 most proximal stent strut rows appeared undamaged. The remainder of the stent was damaged and stretched in a distal direction. The stent had also moved distally on the balloon such that proximal edge of the stent was 2mm distal from the distal edge of the proximal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no a mid-shaft kink 25mm distal from the hypotube mid-shaft bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, after device was taken out from the package, it was noticed that the stent unraveled on the balloon. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, after device was taken out from the package, it was noticed that the stent unraveled on the balloon. No patient complications were reported.